Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31370828l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with octaray mapping catheter and an irrigation issue occurred during use on the patient issue observed. Irrigation failure 2 hours after inserting into the cardiac cavity. The ocr irrigation was performed using an infusion pump and errors occurred frequently, so it was checked outside the patient's body. Due to insufficient irrigation, the octaray mapping catheter was replaced with another new one. The issue was resolved and the procedure was continued. The procedure was completed without patient consequence. Additional information was received on 29-nov-2024. The suspected device for the reported flow/irrigation issue was the catheter. Additional information was received on 04-dec-2024. The non-j&j infusion pump was used. The brand and model are unknown. The flow rate was set to maintain 2 ml/min.